Manufacturer narrative:
Recall number: continued:1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in the field advisory.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03407. Reference MFR report: 1627487-2019-03408. It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue.